Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also found that there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: investigation revealed unresponsive up, down and ok buttons. The keypad cover was removed and no damage was observed. The bolus button was noted to be punctured but responsive. A leak test was performed and failed at the battery compartment crack and puncture in the bolus button. Upon further inspection, the pump case was removed and corrosion was observed internally throughout the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked.